Manufacturer narrative:
The customer reported that the device is not available for evaluation; therefore, the device will not be received by baxter. Should the device be received, a follow-up report will be filed up completion of the evaluation or if additional information becomes available.

Event description:
It was reported to baxter that one folfusor sv 2ml/hr overinfused during patient use. The infusor was filled with 54ml of 5-fu and 42 ml of 5% glucose (total of 96 ml). The device was set to infuse in 48 hours; however the device was discovered empty after 24 hours. There is no report of patient/user/other person's injury or medical intervention. No additional information is available.